Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 325cc gel breast prosthesis, cat. #3543257, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses when the left prosthesis ruptured after implantation. Rupture was diagnosed by mammogram and a physical examination. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2018. During explantation surgery, it was reported that there was evidence of gel bleed in the right implant. Due to the amount of free gel found in the breast pockets, both explanted devices were discarded. Mentor became aware of the right device¿s gel bleed and discarding of the explanted devices on (B)(6) 2018. This medwatch report is for the right breast prosthesis.